Event description:
Animal hospital facility representative reported the mini oscillating saw device did not function when it was turned on. The veterinarian switched heads on the saw, then the unit functioned normally but intermittently. The veterinarian was able to complete the surgery as intended. The patient (labrador retriever) is recovering well.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used in a veterinary procedure. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. The health professional is the veterinarian. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.